Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable power on. The failure was caused by excessive physical damaged to the monitor. The monitor's enclosure was missing allowing damage to occur on the ca board. The root cause for the damaged enclosure was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.